Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and archive review. The root cause for the ua45 error was due to drive shaft not being at "home position". The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder driveshaft was stuck and cannot be rotated. The root cause was due to a defective encoder gearbox, likely due to defective component. During visual inspection, unrelated to the reported complaint, noticed cracks and damaged screw posts on the top cover, front enclosure and bottom enclosure. This type of physical damage on the platform was likely attributed to mishandling such as a drop. Also, it was noted that head restraints were missing. The head restraint could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. The cut or damaged head restraints does not render the autopulse platform non-functional. The likely root cause for the reported complaint was due to mishandling. The top cover, front enclosure and bottom enclosure needs to be replaced to address the observed physical damage. The archive data was reviewed and contained multiple ua 45 error message. Unable to perform functional testing, due to driveshaft is stuck and was unable to be put back to home position, thus confirming the reported complaint. The encoder gearbox needs to be replaced to address the issue. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The shaft was stuck and unable to clear the error message could not be cleared. Patient use information was requested but no additional information was provided, therefore patient use is unknown.